Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
An angio-seal was selected for use following a cardiac angiogram. The pt underwent a percutaneous coronary intervention (pci) two to three days prior to deployment of the angio-seal; the puncture was said to have been performed on the opposite leg. The pt required a follow-up angiogram due to on-going chest pain and the puncture site was sealed using the angio-seal. The physician noted that the puncture was high. However, the physician believed the use of the angio-seal was necessary due to the administration of aspirin and clopidogrel post procedure. The deployment of the angio-seal was successful and hemostasis was achieved instantly. The following morning the pt complained of severe groin pain. The pt's hemoglobin dropped and they become hypotensive. The pt later experienced a cardiac arrest and expired. It is suspected that the pt developed a retroperitoneal bleed; however, no post-mortem examination is expected to occur.